Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient had device moved from their left side to right side due to radiation treatment. Patient is feeling "thumping" in her chest and is having a hard time breathing now. Upon follow-up it was determined, the rv lead dislodged and was pacing the diaphragm. The lead was repositioned. The rv lead remains in use. No further patient complications have been reported as a result of this event.